Event description:
Customer reported system would not allow data entry and would not allow correct shutdown. Unit was shut down by disconnecting power. No injury reported.

Manufacturer narrative:
Service representative inspected unit found disk is full. Following disk clean up system working as designed.